Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but changed his mind for a three-piece lens. There was patient contact and sutures were need. There was no harm to patient.

Manufacturer narrative:
(No product malfunction).